Manufacturer narrative:
Philips service recreated the database and resolved the imaging issue. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that an exposure problem occurred, making no x-ray available during procedure on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.